Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The technical operations team performed retain testing and reproduced the customer complaint, however, the root cause could not be determined. Field return cartridges were not available for further investigation.

Event description:
Customer received a potential false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22063l, reader sn (B)(4)). Prior to receiving the false negative result, customer tested positive on (B)(6) 2022 with the cue covid-19 test. Customer was symptomatic, vaccinated and boosted.